Event description:
Reporter indicated that a vns pt experienced swelling, hardness, and a pulmonary embolism post-implantation. Stimulation was programmed off and the pt was admitted to the ICU. Good faith attempts for add'l info have been unsuccessful to date.